Event description:
A report has been received regarding an incident where the glides on the rear leg extensions broke. Reportedly the event occurred when the device was in use. The end user was unharmed.